Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. Investigation revealed a contaminated compressor instead of the eva. This has been discussed with the customer. All available information has been disclosed. The complaint has now been closed.

Event description:
Possible contamination with eva 257 by a pump and or a cartridge malfunction. A patient was diagnosed with post operative endophthalmitis. There is no further information as to the treatment given to this patient. All information has been disclosed.